Manufacturer narrative:
No product was returned for evaluation. There was a material change made which will increase it's strength. This device was manufactured before this change was made.

Event description:
Sales representative stated that the surgeon was performing a slap repair when metal shavings were noted in the joint. Surgeon placed the guide and obturator into the joint percutaneously, then removed the obturator and drilled the insertion site for the bioraptor. When sliding in the inserter, surgeon noticed metal shavings were present in the joint and he immediately removed most of the debris with the use of suction. The surgeon reinserted the bioraptor and started to tap in the implant, which would not go in. He then started to pound on it and still would not go in. The surgeon noticed that the implant had become deformed. He removed the implant and placed another in its place. A delay of five minutes resulted. The repair was completed using a competitor's anchor. The surgeon felt the repositioning of the inserter caused the implant to become damaged.